Event description:
The pt reported feeling burning down the legs and discomfort around the neurostimulator. The pt stated, the sensations started after falling backwards about two mos ago. The neurostimulator was implanted in the buttocks and since the fall, it has moved and is protruding. The MFR rep has attempted to reprogram the device, but the burning persists. The pt reported pain and discomfort with the device on, and therefore has turned the device off. The pt also reported hosp admission due to rectal bleeding. No report of device explantation. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to FDA if add'l info is rec'd.